Event description:
The surgeon reported that during the surgery he had some difficulty to fix the drive mechanism into the carriage, but he managed to fix it in the end. Despite that, he noticed the system was moving hardly when turning the drive shaft. Two days after the patient left the hospital, her parents did contact the surgeon reporting the system on the femur was completely stuck and they were called to return to the hospital to replace the drive mechanism because doctor epitacio thought the problem was in this specific part based on the issues on surgery time mentioned before. After this first replacement procedure on (B)(6) 2024, the patient's parents reported the same issue in the system implanted on the femur. Then doctor epitacio requested a replacement for both systems because the fixator of the tibia apparently was starting to present the same issue. The fixator of the femur presented the same problem and was replaced for the third time on (B)(6) 2024.